Event description:
Reportable based on device analysis completed on 17 may 2023. It was reported, that crossing difficulties were encountered. The 85% stenosed target lesion was located in the moderately tortuous, and mildly calcified renal artery. A 7.0mmx15mmx150cm express vascular sd stent was advanced for treatment, but failed to cross the lesion. The procedure was completed with another of same device. There were no patient complications reported. And the patient status was stable post-procedure. However, returned device analysis revealed, that the stent was damaged.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Device evaluated by MFR.: returned product consisted of an express sd balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed, damage to the stent. Microscopic examination revealed, no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found damage that may have contributed to the difficulty to cross the lesion.